Event description:
It was reported the patient was unable to receive stimulation. The sjm representative met with the patient and discovered one contact was invalid on her lead, and was limiting the stimulation. The patient was reprogrammed and coverage was provided. No further intervention was needed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.